Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
Dealer states the metal bracket is broken and the leg is bent. No further information provided.